Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is difficult to determine due to inconsistent use of the external device. In situ measurements show affected channels. Six channels have been disabled since activation due to being extra- cochlear.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition a complete electrode insertion could not be achieved at implantation, reportedly six channels have been left out of cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been received yet.

Event description:
Affected channels. The user's hearing performance is difficult to determine due to inconsistent use of the external device. Reimplantation is suggested but no information on further steps have been received as yet.